Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician confirmed that the patient has been diagnosed with cd30+, alk- alcl.

Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Implant was textured. The reason for reoperation is suspected alcl and late stage seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "alcl with late stage seroma and advanced tumor was discovered during surgery". Patient is being treated with radiation. Pathological markers have not been received. Device was explanted.